Manufacturer narrative:
The company representative examined the system, observed the touchscreen would not change modes when touched, and replaced the touchscreen. The system was then tested and met product specifications. The replaced touchscreen was returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical scrub technician reported that during surgery, the touch screen kept reverting from surgery mode to set up mode. The system was turned completely off and rebooted. The surgery was completed after a delay of approximately 30 minutes. There was no harm to the patient.